Event description:
Baxter reported an incident of providone iodine leaking from the connection between the transfer set and minicap. The transfer set had been in use for one day. No pt injury or medical intervention was associated with this incident, per baxter